Manufacturer narrative:
A review of the manufacturing documentation associated with lot f1913602 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of 6f/7f mynxgrip vascular closure device (vcd) was exposed to the skin of the patient and the bleeding could not stop. There was no reported patient injury. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections g4, g7, h2, h3 and h6 have been updated accordingly. As reported, the sealant of 6f/7f mynxgrip vascular closure device (vcd) was exposed to the skin of the patient and the bleeding could not stop. There was no reported patient injury. Additional procedural details were requested but are unknown. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f was returned for analysis. Per visual analysis, the shuttle was engaged to the black handle. The sealant was located out of the shuttle cartridge with no exposure to blood. The advancer tube remained inside the shuttle cartridge in manufactured position. The procedural sheath was not returned with the device. The device was not prepared with saline and the balloon and sealant had no exposure to blood which likely indicates device was never inserted into a procedural sheath. The condition of the returned device does not match the description of the complaint. Per functional analysis, the shuttle down procedure was simulated. The advancer tube was able to engage the proximal tamp lock during investigation. No anomalies were observed. A product history record (phr) review of lot f1913602 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant misdeployment ¿ unable¿ was not confirmed during analysis of the returned device. The device showed evidence of never being inserted into a procedural sheath. The device preformed as intended per the IFU. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as failure to shuttle down completely, may have contributed to the reported event. It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract. According to the instructions for use (IFU), which is not intended as a mitigation of risk, it states to insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.